Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. A thoracotomy was performed in the left 3rd intercostal space. The aortic diameter was 2.6 cm by transesophageal echocardiography. Double aortic purse string sutures using plodgets and 3-0 ethiband were placed at the desired site for cannulation. The directflow arterial return cannula was placed through a trocar in the left 1st intercostal space and inserted into the ascending aorta at the junction with the innominate artery. The 65cm endoaortic clamp catheter was inserted through the side arm of the aortic return cannula and was positioned within the ascending aorta. Cardiopulmonary bypass was initiated. The eac balloon was inflated to achieve occulusion, but was right at the aortic valve, proventing adequate delivery of antegrade cardioplegia. Since the ascending aorta was short in length, the eac was deflated and pulled back against the aortic cannula. The balloon was re-inflated. To achieve full aortic occlusion, a balloon pressure of 390 mm hg was required. Cardioplegia was delivered and electromechanical arrest achieved. When the heart was retracted to expose the circumflex artery and the artery opened, a fair amount of blood was draining from the artery. An additional 2 cc was added to the eac balloon. Immediately, the chest began to fill with blood. The cannulation aortotomy had extended. The bleeding could not be controlled using purse string sutures. Using the venous drainage cannula and cardiotomy suction, cardio-pulmonary bypass was continued. An attempt to cannulate the femoral vessels was aborted due to severe peripheral vascular disease. Pledgered mattress sutures were placed in the aorta, but did not control the aortotomy bleeding. A sternotomy was performed, an external cross clamp applied, and retrograde cardioplegia delivered. The pump was turned off and the aortic cannula replaced with a smaller diameter non-heartport cannula. Flow was resumed and the aorta was successfully repaired. The coronary artery bypass graft was completed and the pt weaned from cardio-pulmonary bypass without difficulty. The pt recovered without complications.